Event description:
It was reported that a patient experienced hemocardium of 1000cc blood. The patient returned two days later with recurrent symptoms and had 350cc of blood in the pericardium. A CT showed no dissection of the pericardium. During a cardiac catheterization, the vena cava filter arm was discovered to have perforated the right ventricle and part of the arm was inside the pericardium. The patient underwent open heart surgery to have the arm removed. The filter was tilted 20-25 degrees. Filter retrieval was attempted but was not successful as the tip of the filter is embedded in the cava.

Manufacturer narrative:
The device history record could not be reviewed as the lot number is unknown. The sample remains implanted. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current IFU (instructions for use) states the following: potential complications include, but are not limited to: perforation or other acute or chronic damage to the ivc wall filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.